Event description:
It was reported approximately 78 months after a left shoulder arthroplasty the patient underwent a revision procedure to address loosening. It was noted post operatively the stem and glenoid components were loose, and the surgeon elected to remove all of the shoulder components. The patient was a revised to exactech devices. No surgical or medical interventions were reported. The patient was last known to be in stable condition following the event. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 315-35-00 - glnd kwire (B)(6) 315-35-00 - glnd kwire (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) 531-20-00 - shldr gps rvrs drill kit. (B)(6) 531-78-20 - shouldr gps hex pins kit. Multiple MDR reports were filed for this event, please see associated report: 1038671-2025-02127. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c. The revision reported may be the result of the glenoid loosening and stem loosening as reported. The humeral stem loosening may have been due to loss of fixation over time. Additionally, the glenoid baseplate loosening may have been the result of loss of fixation between the compression screws and the patient¿s native glenoid bone, an unreported fracture of the compression screws, or an unreported traumatic event. However, the loosening cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or relevant clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.